Event description:
Catheter fell out at home.

Manufacturer narrative:
Rec'd one intact 14f x 32cm split cath iii. A visual examination of the device revealed no visible damage to the catheter. The cuff is intact in the correct location. There is evidence of blood on the cuff. A review of the mfg records indicated all device specifications and quality requirements were satisfied. We are unable to determine the cause of this event. Each pt has a different reaction to an implanted foreign body and tissue in-growth is related to this reaction. Many variables contribute to the encapsulation of a textile. These include factors related to surgical technique, pt hematology, and concurrent drug therapy. Potential causes for inadequate tissue in-growth include: infection, method for catheter fixation, wetting the catheter prior to insertion (wetting may impede tissue in-growth into the cuff), use of drugs or other agents that may impede tissue in-growth, position of the cuff in relation to the exit site, site care, diameter of tunnel for insertion, cuff size, and cuff size, and cuff nap (weave or fluffiness).